Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) was analyzed and installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issues. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report the erbe generator powered off during use. The tse asked the caller to reseat erbe power cable on both sides (erbe and wall) and to reboot the erbe, but the issue persisted. The tse asked the caller to try to use a different power socket on wall. Issue persisted. Tse asked to caller if force triad generator and valleylab cable were available. Caller confirmed they were. Caller supported by tse to connect force triad generator to the system and proceeded with the surgery. The procedure was completed with no reported injury.